Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37791, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient couldn't turn on their stimulation because the patient programmer indicated that the ins needed to be charged, but when they tried to charge the recharger showed the thermometer screen. The recharger antenna gray cord had some damage. They also reported that the desktop charger cord was damaged where the cord and the plastic of the connector pin met. They saw a space like the coating was broken. No symptoms were reported. No further complications were reported or anticipated. Additional information received from the patient reported that they continue to get the thermometer screen even after they got the replacement antenna. It was reported that insr antenna did not resolve the thermometer screen issue. The patient reported that they were in so much pain, in agony, because the ins has been dead for over a week now.